Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2019-00032: case 1, 3025141-2019-00034: case 3, 3025141-2019-00035: case 4, 3025141-2019-00036: case 5.

Event description:
Following implantation of an acutrak mini screw in the hand, fracture and proximal screw migration were present 12 weeks after surgery. Managed with observation and union was observed at 6 months post op. Case 2. From: distal interphalangeal joint arthodesis in extension using a headless compressive screw. Konan, sujith; das, aditi; taylor, emma; sorene, elliot. Acta orthop. Belg., 2013, 79, 154-158.